Event description:
In this case, it was learned that an edwards bioprosthetic aortic valve, implanted approximately ten (10) years, was explanted and replaced with a model 3300tfx 23mm, due to stenosis and tissue ingrowth. The explanted device was not returned for evaluation. Operative report findings indicate, " the patient had a very thick pannus of tissue ingrowth actually beneath the valve creating a very narrowed orifice for the outflow tract. Leaflets had some calcifications on it but the tissue ingrowth was the major culprit."

Manufacturer narrative:
Report of an aortic bioprosthetic valve explant after an implant duration of approximately ten (10) years due to stenosis caused by pannus overgrowth. The explanted device was not returned or evaluated, thus the reported pannus ingrowth cannot be confirmed or evaluated. However, host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time. Edwards will continue to review and monitor all events.